Event description:
Side rail on bed would not lock - found that lock mechanism plunger pins on right hand side foot end rail - would not extend and engage when rail is raised.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer arjohuntleigh (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.